Manufacturer narrative:
Device 3 of 10. E.1: complainant street address: complainant city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports the catheter is very hard to remove from the plastic. She says that it is hard to open the perforated plastic blister pack and sometimes both sides of the catheter plastic blister pack are perforated. She says that she has had to cut the other side of the blister pack. She mentioned that she had to do this because the catheter was hard to remove from the blister pack. She says she will be sending pictures. She also says that because the perforated side of the plastic is hard to open, the plastic blister pack rips and leaves pieces of plastic on the catheter funnel. She then has to discard these. She says that this is costly. No harm reported.